Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped. The customer removed the mcs instrument from the patient's stomach, but it came out without the mcs tip cover accessory at the end. The device remained stuck in the trocar hole and in the maneuver of removing it. It came to be introduced into the patient's subcutaneous tissues. The customer lost time searching for and recovering the accessory. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the customer, but was unable to obtain any additional information about the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.